Manufacturer narrative:
Summary of investigation: we have received two complaints of the same code-batch, regarding the same issue, from the same customer, at the same time. There are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4)units. There are no units in our stock. We have not received any sample for analysis. As a result of visual inspection of in-house stored samples of the same batch, no abnormality was found in each component of the stapler. Reproducibility checks also confirmed that the defects were not reproduced, and that the stapler could be launched in the same manner as normal products. Based on the above, this complaint batch meets our standard and is not considered as a defective product. Batch manufacturing record: after reviewing the production records, no abnormalities were found which could lead to this complaint. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. However, if the trigger is not held all the way to the end as described in the instruction for use, the staples may not be ejected properly, which may have caused this complaint. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the staples did not close properly and multiple staples had to be used on the same area to ensure closure. It is also reported that this is not as isolated case, as it happened before. No injury occurred to the patient and occurred during the general surgery procedure. Additional information is not available.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.